Event description:
On (B)(6) 2009, the patient reported that 3 days ago the up and down buttons on his insulin infusion device stopped responding the presses. He switched to his backup infusion device. His device has not been dropped or exposed to water or insulin. The buttons are not flat. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.